Event description:
It was reported that the balloon ruptured. The target lesion was located in forearm shunt. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected to dilate the lesion. During the second inflation at 6 atmospheres, the balloon ruptured. The procedure was completed using a different device and no patient complications were reported.